Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution phone #: (B)(6). Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomedical engineer. The results of the analysis indicate no issue was found related to the nibp function. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem is unknown. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on patient monitor efficia cm100 indicating that the blood pressure was inaccurate. The device was in clinical use on a patient at the time of the event. No adverse event was reported.